Manufacturer narrative:
Section a2: the mean age was 28.9 ± 16.1 years section a3: 82 patients in total and 50.1% of the patients were male. Sections a4, a5: information unknown/not provided section b3 - date of event: exact date not provided. Article accepted on november 11, 2025. Section d4 - model and catalog #: unknown, as product serial number was not provided. Section h3 - the intraocular lens was not returned for analysis (the device remains implanted). The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial number was not provided. Section h6 - health effect - clinical code 4581: no code available (device dislocation) citation: helayel, h., magliyah, m. S., alnutaifi, r., & badawi, a. H. (2025). Surgical outcomes of lens removal with or without intraocular lens implantation in marfan syndrome: a retrospective cohort study. Clinical ophthalmology, 19, 4245¿4255. Https://doi.org/10.2147/opth.s557116. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: surgical outcomes of lens removal with or without intraocular lens implantation in marfan syndrome: a retrospective cohort study. "A retrospective observational cohort study was conducted to evaluate the surgical outcomes of lensectomy with or without intraocular lens (iol) implantation in patients with marfan syndrome presenting and ectopia lentis. The study included 55 patients (85 eyes) who underwent lens surgery. The surgical approach (use of capsular support or use of scleral-fixated iol (sfiol) techniques) was individualized according to the degree of zonular weakness and capsular stability. In eyes with minimal-to-mild subluxation, phacoemulsification machine was used to remove the lens through a clear corneal incision and a fold able posterior chamber iol, either single piece in the presence of capsular tension device (ctd) as described earlier or three-piece (B)(6) was implanted in the bag or sulcus depending on the degree of zonular support. In patients who underwent lens surgery using the scleral-fixated iol (sfiol) techniques (flap-and-glue sfiol), a three-piece iol (alcon ma60a or sensar (B)(6) was inserted. The use of scleral-fixated iol (sfiol) techniques are considered off-label. Postoperative complications reported in the study included postoperative glaucoma (n=11 eyes). It was reported that 4 eyes that had previously undergone lensectomy with iol implantation later required iol exchange with implantation of a new sfiol, approximately 8.3 ± 2.9 years after the initial surgery. In addition, iol-related events reported include iol subluxation/decentration (n=6), iol repositioning (n=1), and iol explantation (n=1). Furthermore, it was reported that aphakic correction was achieved using spectacles in 29 eyes and contact lenses in 6 eyes. It is unclear if the complications occurred in the eyes implanted with the sensar (B)(6), or the non-jnj device. A copy of the article is attached in this report.